Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient had their implantable cardioverter defibrillator in backup vvi. The patient was stable. More information was requested, but not yet received.

Event description:
New information received notes that the issue was discovered when the patient reported via remote transmission. The patient was then requested to come in office. The implantable cardioverter defibrillator was reprogrammed to resolve the issue. The patient remained asymptomatic.